Event description:
Customer reported the left monitor is not working and the right monitor has "burn-in". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced both monitors. System operates as intended.